Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a healthcare professional phoned in for a diagnostic interpretation pertaining to the patients right ventricular (rv) lead. The rv lead demonstrated a gradual rise in pacing impedance levels over the past year. There has not been any alerts or issues for the patient. The lead remains in use. No patient complications have been reported as a result of this event.